Manufacturer narrative:
The main component of the system and other applicable components: product ID 37761, serial # (B)(4), product type recharger. Analysis results of the recharger ((B)(4)) revealed that the connector pins was broken.

Event description:
The patient reported that there was a damaged cord. The patient was in pain because their spinal cord stimulator (scs) would not charge. The patient had been in so much pain for two days. They did not charge because they had a tear in their ac adapter wire. The patient wanted the adapter replaced. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.